Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 511 mg/dl, 229 mg/dl, 118 mg/dl, 536 mg/dl (system 1) and 118 mg/dl (system 2). No adverse event reported. The same test strip drum was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.